Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Customer was able to successfully load a cartridge onto the pump but insulin was not successfully being pushed through the cartridge tubing. Tandem technical support reviewed pictures of the pump and found that there were multiple o-rings from a previous cartridge on the pneumatic tap. The customer was able to successfully fit a new cartridge onto the pump once the o-rings were removed. There was no reported adverse impact to the customer's blood glucose level.